Event description:
On (B)(6) 2011, abbot point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat access: result: 0.02 ng/ml, time: unk. Result: 0.058 ng/ml, time: unk (lab).

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.